Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was experiencing low blood glucose of 44 mg/dl due to treating for a high carb lunch. Customer was given glucose tablets and food and blood glucose began to elevate. Paramedics were called and customer was taken to the hospital. Customer was hospitalized on august 16, 2016 with blood glucose of 253 mg/dl. Customer was released due to blood glucose elevating. Customer had no symptom of low blood glucose. Customer was hospitalized due to hypoglycemia. Customer was wearing insulin pump at the time of hospitalization, but with no battery. Troubleshooting was performed on insulin pump and it was found that insulin pump was working fine.